Event description:
It was reported that prior to staring a roux-en-y procedure, the device's anvil did not have the round hole in the middle and the ancillary tip was knocked off or not present. A new like device was used to proceed and complete the case. There was no patient consequence reported.